Event description:
It was reported that (1) ems was used during a lap hernia repair procedure. It was reported by the rep that the surgeon attempted to fire ems to fixate mesh out and no staples would fire. The tech and surgeon examined instrument and test fired but no staples were in the ems. A new ems was opened to complete the case. There was no consequence to pt.